Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the pediatric emergency department that the pressure rated extension set leaked at the connection to the to the IV hub.